Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). The customer reported this event to the FDA through medwatch uf/importer report #: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set ¿filled despite the valve being clamped. It then started leaking out the top of the buretrol chamber while it was hanging on an IV (intravenous) pole. The IV was never hooked to a patient.¿ this was identified while priming the buretrol tubing with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.